Event description:
Customer stated that the laser doesn't recognize optical fibers but, after device testing, the complaint was not confirmed and the laser worked properly. As the lithotripsy procedure lasted about three hours, it is possible that two fibers expired maximum deliverable energy has been reached. No adverse effects to patient/operator were reported.